Manufacturer narrative:
Acta neurochir (2016) 158:1539-1543 citation: retrieval of a migrated coil with a handmade microwire-snare device chuan he and jian chen and mohammed hussain. The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. Additional information has been requested from the author of this article regarding this case. Should it become available a supplemental report will be submitted. Mdrs related to this articles: 2029214-2017-00472, 2029214-2017-00473, 2029214-2017-00474. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review that during endovascular coiling treatment of a ruptured right internal carotid artery (ica) bifurcation aneurysm, a single loop of the coil prolapsed into the main trunk of the ica during coiling of the aneurysm. The acute angulation of the ica at the anterior cerebral artery take-off in conjunction with the eccentric shape of the coil precipitated a failed engagement of the loop-coil complex during the first retrieval attempt with handmade microwire-snare device (hmd). A second attempt was made with the ring shaped into a 45° hook, and the loop-coil complex was successfully engaged. As a result, the second retrieval pass was successful, and there were no further complications. The aneurysm was subsequently embolized, and the patient recovered without any neurological deficits.